Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a lasso 2515 variable circular mapping catheter and thermocool smart touch electrophysiology catheter and coagulum was found in each one of the catheters; the patient suffered a stroke on the next day of the procedure. During the case, coagulum was found between juncture of lasso and shaft, this was noticed on ice. The physician removed the lasso from the patient and noticed coagulum on electrodes 19 ¿ 20. The physician cleaned them off and before it was inserted again in the patient, decided to check smarttouch catheter. The physician noticed coagulum at the proximal edge of the tip electrode, between electrodes 1 ¿ 2. This happened during an irrigated ablation. At the time coagulum was noted, no impedance rise was observed and no abnormal irrigation before or after. The coagulum was taken off from smarttouch and completed the case with the same catheter. The coagulum found on lasso was around 1 ¿ 2 mm3 and the coagulum found on smarttouch was about 0.5 mm wide. During the case, high temperature was noticed between 45 ¿ 46 degrees and impedance around 120 ¿ 130 ohms consistently. Settings during the event include: generator was at power control mode around 25 to 35 watts, flow rate at 30 cc/min and temperature cut off value at 50 degrees celsius. The patient was reported to be in stable condition at the time the complaint was initially reported. The patient was intubated for the procedure, received a bolus or IV heparin at the end of it and was not extubated due to ventilation parameters that were not optimal for extubation. One day later, the patient had a stroke. The patient required extended hospitalization. No further information is known regarding the patient status at the time bwi followed-up with the physician. The patient diagnosis related to this event, persistent atrial fibrillation. The physician¿s opinion regarding the cause of this adverse event is that his is patient condition related, due to the patient¿s large atrium. According to the physician, it was not a bwi product malfunction. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Therefore, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the coagulum remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6) year old, male, underwent an atrial fibrillation procedure with a lasso¿ 2515 variable circular mapping catheter and thermocool® smart touch¿ electrophysiology catheter and coagulum was found in each one of the catheters; the patient suffered a stroke on the next day of the procedure. During the case, coagulum was found between juncture of lasso and shaft, this was noticed on ice. The physician removed the lasso from the patient and noticed coagulum on electrodes 19 ¿ 20. The physician cleaned them off and before it was inserted again in the patient, decided to check smarttouch catheter. The physician noticed coagulum at the proximal edge of the tip electrode, between electrodes 1 ¿ 2. This happened during an irrigated ablation. At the time coagulum was noted, no impedance rise was observed and no abnormal irrigation before or after. The coagulum was taken off from smarttouch and completed the case with the same catheter. The coagulum found on lasso was around 1 ¿ 2 mm3 and the coagulum found on smarttouch was about 0.5 mm wide. During the case, high temperature was noticed between 45 ¿ 46 degrees and impedance around 120 ¿ 130 ohms consistently. Settings during the event include: generator was at power control mode around 25 to 35 watts, flow rate at 30 cc/min and temperature cut off value at 50 degrees celsius. The patient was reported to be in stable condition at the time the complaint was initially reported. The patient was intubated for the procedure, received a bolus or IV heparin at the end of it and was not extubated due to ventilation parameters that were not optimal for extubation. One day later, the patient had a stroke. The patient required extended hospitalization. No further information is known regarding the patient status at the time bwi followed-up with the physician. The patient diagnosis related to this event, persistent atrial fibrillation.

Manufacturer narrative:
The physician¿s opinion regarding the cause of this adverse event is that event description: this is patient condition related, due to the patient¿s large atrium. According to the physician, it was not a bwi product malfunction." The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products: product: lasso® nav eco catheter, us catalog # d134909, lot # 17002523l. Product: lasso¿ electrophysiology catheter, us catalog # 122073s, lot # 15936738l. Product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). (B)(4). Manufacturer's reference # (B)(4).